Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the left circumflex (cx). After the lesion was pre-dilated with a 2.5x12mm nc trek balloon dilatation catheter (bdc), a 3.5x38mm xience sierra drug-eluting stent (des) was advanced and successfully implanted at the target lesion. However, following post-dilation with the nc trek bdc a distal edge dissection was noted and attributed to the use of the implanted xience sierra stent. Therefore, a 3x12mm xience sierra des was deployed to cover the dissected vessel and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.